Manufacturer narrative:
The male patient had the following medical history: previous myocardial infarction (mi), renal insufficiency and past medical history of coronary interventions. The target lesion was the mid to proximal left anterior descending (lad). The vessel was an in-stent restenosis with of two competitor bare metal stents. The lesion was concentric, calcified and bifurcated. The lesion length was 33mm and vessel diameter was 3mm. Aha/acc classification of the vessel was a type c. The lesion was previously treated for subacute thrombosis (sat) after mi. Aspiration and poba was conducted then. Other details are unknown. The procedure was an elective case. Pre-dilation was conducted with a 2.5 x 15mm balloon. Inflation time and pressure was unknown. A 2.5 x 18mm cypher (lot i1006100) was implanted at 14atm for 60seconds. A 3.0 x 18mm cypher (lot i1006113) was implanted at 16atm for 25 seconds at the proximal end of the initially implanted cypher with overlap. Post-dilation was conducted with a 3.0 x 20mm balloon at 18atm for 60 seconds. Ivus was conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 0%. Act was measured at 245. The following day, the patient complained of chest pain in the morning. Coronary angiography was conducted and thrombus was observed inside the implanted cypher stents. To treat the thrombus, aspiration was conducted and white thrombus was observed. Then balloon angioplasty was conducted. The patient did not have any further complications. Physician noted that the possible cause of the thrombotic event was because the implanted cypher was under-dilated. This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2007-00369.

Event description:
One day after receiving two cypher stents, the patient had thrombosis.